Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis (dvt). Patient is alleging migration, tilt vena cava and organ perforation. Patient notes and further alleges experiencing pain and ambulation difficulties, depression and anxiety. Per a computed tomography (CT) abdomen: "ivc filter is noted, the proximal tip of which is located approximately 1.4 cm superior to the level of the superior margin of the right renal vein (the most inferior of the 2 renal veins). The proximal tip of the ivc filter is located near the level of the superior endplate of l2, and the inferior tip of the filter is located just above the level of the inferior endplate of l3. The proximal tip of the ivc filter does not appear to contact the right or left wall of the ivc filter. The proximal tip of the ivc filter fs tilted approximately 6 degrees to the right, relative to the long axis of the ivc. The ivc filter has four primary struts and multiple secondary struts, with the secondary struts appearing contained within the ivc margin/lumen. The right lateral primary strut appears to extend beyond the margin of the ivc by approximately 4 mm, into the adjacent retroperitoneal fat. The anterior primary strut appears to extend beyond the lumen of the ivc approximately 4-5 mm, and likely abuts the posterior wall of the 3rd portion of the duodenum. The left lateral primary strut of the ivc filter extends approximately 6-7 mm beyond the lumen of the ivc, into the adjacent periaortic fat, the posterior primary strut of the ivc filter extend beyond the lumen of the ivc by approximately 6 mm, and appears to contact the adjacent cortex of l3 vertebral body. No stranding is apparent about the ivc". Per a CT abdomen and pelvis: "a filter is noted in the inferior vena cava with the struts projecting through the wall of the cava, distal to the takeoff of the renal veins. The proximal aspect of the filter is noted within the cava centrally, at the level of the left renal vein".

Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference number 3002808486-2021-01657. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. Reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, migration, tilt, anxiety, depression, pain, ambulation difficulties. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, depression, pain, ambulation difficulties are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.